Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, urinae muscle over activity. Excisions and removal of the mesh, lysis of adhesions, rectocele repair and cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.